Event description:
It was reported that the patient deceased. The cause of death was myocardial infarction. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.